Event description:
It was reported that after the da vinci transoral resection (tors) procedure, the staff reportedly observed a hole on the installation shaft of the maryland dissector instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a missing piece measured roughly about 0.046 x 0.065 at the distal end area of the instrument's main tube. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.